Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed high pacing impedance on the left ventricular lead. The patient was brought to the clinic on (B)(6) 2016; device interrogation revealed high impedances. The device was reprogrammed to a different vector. Thorax x-ray was performed and did not show a clear cause for increase in pacing impedance. The patient's condition was stable. The patient would continue to be monitored via remote care.